Event description:
The patient reported her blood glucose reached 24.6 mmol/l (443 mg/dl) after wearing the pod between 24 and 36 hours on the abdomen. The pod¿s cannula was out of the skin and bent. The cannula was also coming loose from the site. Hyperglycemia treated by patient activating new pod.